Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. One hour post procedure, the patient felt chest tightness. An ultrasound was performed, which showed the closure device moved to the left ventricle following the procedure. The patient was sent for surgery to open the chest and remove the closure device at another hospital. The patient was stable following this procedure and no further patient complications were reported. The patient was to be discharged within the week of (B)(6) 2022 and the patient status was promising with no major risk.